Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough info to determine the root cause of the failure. The device was returned with the capsule separate from the delivery system. The capsule trocar needle was advanced but not no blood or tissue was present. The plunger had been fully depressed and retracted.

Event description:
The hcp reported that while placing a bravo ph monitor the capsule would not attach to the patient's esophagus. The capsule fell off of the delivery system upon removal from the patient and it was noted that the trocar needle did not advance until after the device was removed. No serious injury to the patient was reported.